Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received seven inappropriate anti-tachycardia pacing (atp) and seven inappropriate shocks across one episode due to under sensed atrial fibrillation (af) with rapid ventricular response. The therapy for this event was exhausted. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional patient adverse effects were reported.